Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during central processing, the 8mm tip-up fenestrated grasper instrument piece of jaw was broken off. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm tip-up fenestrated grasper instrument for failure analysis investigation. The instrument was analyzed and found to have a broken grip tip. A piece approximately 12.26mm was found be broken off, confirming that a fragment detached from the instrument. The broken piece was not returned with the instrument. Further inspection of the returned instrument found no additional damage or abnormalities. The probable root cause is attributed to an issue with the manufacturing process of the grips. This process was converted from machined to mim (metal injection molding), causing the potential for a grip failure.

Event description:
Refer to h11 for follow-up information.